Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) to report the falsely low discordant glucose test result. The customer declined troubleshooting help from the ccc. A customer service engineer was not dispatched to the customer site. The ccc referred the event to the siemens healthcare diagnostics headquarters support center (hsc) for review. Hsc reviewed the information and no found evidence of instrument performance issues. A sample integrity issue is suspected. The cause of the discordant glucose test result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
On (B)(6) 2017 the customer had one patient sample with a falsely low glucose test result on the dimension vista 500. The discordant result was not reported to the physician. The same sample was repeated on the same analyzer. The repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant glucose result.